Event description:
Unable to detect a ground connection. The grounding pad along with two (2) hand pieces were changed. The unit was powered on and off approximately seven (7) times. The unit displayed a green bar but was unable to increase the coag flow. To mitigate the problem, another unit was used. No injury to pt reported.

Manufacturer narrative:
At the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.